Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k061118.

Event description:
On (B)(6) 2012 the patient/lay-user contacted lifescan (lfs) alleging that she was experiencing a battery indicator warning issue with her one touch ultramini meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue with the subject meter began on (B)(6) 2012, at 9:30 am. She stated that she manages her diabetes with insulin (self adjuster) and due to the alleged issue, since that day she has had less food and drink. The patient claimed at an unknown time after the alleged issue started she developed cottonmouth became sick and vomited. In response to her symptoms, on the same day she reportedly self treated with 10-15u of humalog insulin. There was not another device available at the time of the concern. During the initial call with customer service, the agent noted that the batteries were overdue for replacement and there was no information of misuse. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.